Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump was cancelling bolus deliveries. The reporter stated that while using the audio bolus button feature, the pump delivered a cancelled bolus alert 30 minutes after delivering. This complaint is being reported because the alleged issue could result in the patient not receiving the expected amount of insulin. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: review of the black box data revealed one record of the user cancelling a bolus on (B)(6) 2017 at 15:55. There were no unusual alarms observed in the alarm history. On investigation, the pump was exercised for 24 hours without any errors, alarms or warnings occurring. A manual 10-unit normal bolus and a 10-unit audio bolus were successfully performed. Both boluses were accurately recording in the pump history. There were no hypersensitive or stuck keypad buttons on testing. After the boluses were performed, the pump was exercised an additional 1 hour with no cancelled bolus warnings occurring during that time. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.